Event description:
It was reported that the customer's pump screen was dark and would not turn on, despite attempts to resolve the issue by following technical support instructions. The customer declined to provide their blood glucose level, but there was no mention of any adverse impact. The customer was instructed to use multiple daily injections (mdi) as a backup method for insulin delivery, and technical support arranged for a replacement pump to be sent. The customer was also guided on how to return the malfunctioning pump.